Event description:
It was reported that during a routine follow up after a recent device replacement, the atrial lead exhibited a loss of capture, and was found to have dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead - (B)(6) 2008.